Event description:
It was reported that the device was "stuck" in one mode and could not be changed. Customer did not state what mode the device was in when it became "stuck". Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
H11: zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll field service engineer (fse) went onsite to evaluate the device. The device started with no issues. The fse checked the alarm logs and was unable to find any technical failures. The fse was able to swipe the touch screen and change mode with no issues. The reported issue was unable to be confirmed or duplicated during evaluation.